Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ secondary set tubing disconnected below the drip chamber when the bag was picked up to hang onto the pole, causing the contents of the IV bag to spill out onto nurse and patient. There were no reports of the intervention that was required. The following information was provided by the initial reporter: "nurse was hanging IV chemotherapy on secondary IV line. Bag had been spiked down below shoulder-level. As bag was being picked up to hang onto IV pole, tubing disconnected just below the drip chamber, and the IV bag poured out chemotherapy onto nurse and patient. No leaks had been identified when IV tubing was being primed and when secondary tubing was being back-primed. Unsure how many times exactly this has occurred, though it has been at least a few.

Event description:
It was reported that the bd alaris¿ secondary set tubing disconnected below the drip chamber when the bag was picked up to hang onto the pole, causing the contents of the IV bag to spill out onto nurse and patient. There were no reports of the intervention that was required. The following information was provided by the initial reporter: "nurse was hanging IV chemotherapy on secondary IV line. Bag had been spiked down below shoulder-level. As bag was being picked up to hang onto IV pole, tubing disconnected just below the drip chamber, and the IV bag poured out chemotherapy onto nurse and patient. No leaks had been identified when IV tubing was being primed and when secondary tubing was being back-primed. Unsure how many times exactly this has occurred, though it has been at least a few.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of drip chamber separation could not be verified due to the product not being returned for failure investigation. Device history record review for model 11448964 lot number 20025679 was performed. The search showed that a total of 14,403 units in 1 lot number was built on 14feb2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause could not be verified without the sample, however this issue has been seen on this model. The manufacturing site currently has a project underway to address and mitigate the risk of the failure recurring in the future. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ secondary set tubing disconnected below the drip chamber when the bag was picked up to hang onto the pole, causing the contents of the IV bag to spill out onto nurse and patient. There were no reports of the intervention that was required. The following information was provided by the initial reporter: "nurse was hanging IV chemotherapy on secondary IV line. Bag had been spiked down below shoulder-level. As bag was being picked up to hang onto IV pole, tubing disconnected just below the drip chamber, and the IV bag poured out chemotherapy onto nurse and patient. No leaks had been identified when IV tubing was being primed and when secondary tubing was being back-primed. Unsure how many times exactly this has occurred, though it has been at least a few.

Manufacturer narrative:
After further review, the following corrections have been made: b.1. Adverse type: product problem. B.3. Event attributed to: <none>. H.1. Type of reportable events: malfunction. H.6. Imdrf annex e grid: e2403. H.6. Imdrf annex f grid: f26.